Event description:
Related manufacturer reference number 1627487-2022-01148. It was reported that system diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead recorded high impedance, and both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.